Event description:
The customer reported via phone call that she had a vibrate anomaly on the insulin pump. Customer stated that her pump will no longer vibrate after delivering a bolus. Customer's blood glucose was 119 mg/dl at the time of the incident. Customer stated that the pump will not vibrate when she suspends the pump or presses any command. Customer stated that the pump did not vibrate when they pressed act after using the up arrow to set an easy bolus amount. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing endcap sticker.